Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that the receiver displayed err 69 and err 121 on (B)(6) 2016. No injury or medical intervention was reported. No additional patient or event information is available.